Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fibers were wet with evidence of blood exposure: the fiber bundle was streaked with blood. Coagulated blood was noted on the circumference of the fiber bundle (near 0 degrees, with the dialysate ports at 0 degrees) and at both ends of the dialyzer between the screw flange and the potting cut surface. The reported complaint is a confirmed fiber leak due to a short fiber found at the cavity ID end during visual examination. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the cavity ID end potting cut surface (within the location of the observed short fiber). The dialyzer failed at an airflow rate of 97.9 cc/min. Further examination of the fiber bundle identified a looped fiber located in close proximity to the short fiber. No other damage or irregularities were noted. The inferior surface of both polyurethane potting ends were examined for voids; no voids were observed. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visually observed in the dialyzer. Blood test strips were used and tested positive. A crack was identified on the header of the dialyzer. The machine did alarm. Estimated blood loss was 250ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was available for manufacturer evaluation and was returned by the user facility.